Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine slowness. A technical support specialist troubleshot the device and launched sql server management studio (ssms) via command shell, backed up the database (db), performed a full device synchronization without dropping the database, and rebooted the device to complete the repair. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.